Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative asked why this implantable cardioverter defibrillator (ICD) system is pacing above the maximum tracking rate. Technical services (ts) reviewed per request. Ts advised atrial events are falling into the refractory period and being undersensed. Thus, atrial fallback pacing was delivered. This ICD remains in service. No adverse patient effects were reported.